Event description:
Four days after primary intervention, the patient was transferred to the hospital on an emergency basis. A stent thrombosis was detected. The physician stated that clopidogrel might not be effective on patient and therefore changed the medication.

Manufacturer narrative:
The device remains implanted and angiographic material was not provided. Therefore, no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause was determined. There are a number of factors contributing to a stent thrombosis. However, it was stated by the physician that clopidogrel resistance may have contributed to the complaint event.